Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at an appropr iate depth and moderate to severe paravalvular leak (pvl) around the calcified annulus was reported. No pre-implant balloon aortic valvuloplasty (bav) was performed. A 26 mm balloon was used to post bav. During the bav, the pacemaker lost capture and the valve dislodged. The patient was stable and a second valve was load as the physicians snared the first valve by the paddle and repositioned the valve in the ascending aorta. The second valve was implanted successfully. No additional adverse patient effects were reported.